Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed low battery and the key pad was not responding. Customer replaced the batteries and received a constant high pitch noise that only stops when they remove the batteries. Customer's blood glucose reading at the time of the call was 284 mg/dl and has treated with a syringe. No further information reported.